Event description:
It was reported that the patient had missed refills. The reporter stated that the patient had a transportation issue, and he could not make it to refills, therefore, he let his pump go dry. The patient had pump management issues both his current pump which was implanted in 2009, and his previous pump dating back to 2003, due to the same pump management accessibility challenges. Patient did experience symptoms due to missed refill (please refer to manufacturer report # 3004209178-2012-06140) for pump management and patient outcome following this event, please refer to manufacturer report # 3004209178-2012-06140.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient missed appointments with his managing physician. The patient let his pump run dry, but did not experience any severe withdrawal, possibly due to the low dose he was on. The patient decided now to have the pump refilled and went to a different physician closer to his home.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), product type catheter. (B)(4).